Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch and corroded battery tube. The pump was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 5.7 mmol/l at the time of the incident. The customer reported a crack on the back of the pump. The customer mentioned water inside the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.